Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/13/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection of the returned sample using 12x microscope magnification shows no anomalies. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
As a result of follow up the date of explant was provided. If explanted, give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted, date unknown, due to a myopic outcome. The lens was replaced with the same model, but a smaller, 21.0 diopter lens. No additional information was provided.